Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's subcutaneous implantable defibrillator (sicd) and electrode exhibited noise and a wandering baseline which stabilized, but then the amplitude decreased to approximately half the size as compared to the onset. Smart pass had been disabled and there were untreated episodes. The device was reprogrammed from primary vector to secondary and untreated episodes were still occurring. A boston scientific (bsc) technical services consultant discussed potential reasons for the reported clinical observations and suggested troubleshooting options. The caller was going to bring the patient into the office for evaluation. No adverse patient effects were reported. Additional information was received three years after the initial observations were reported that this patient has received an inappropriate shock. The device was programmed to secondary following the shock and then smart pass was disabled due to small amplitudes and long intervals. Episode review noted potential sense b noise or a possible pocket fracture of the electrode. Isometric pocket manipulations, x-rays and rescreening was recommended and programming options were discussed. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.